Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via email that the insulin pump would not turn on. When the device would turn on, it would shut off on its own. Replacing the batteries would not resolve the anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch and corroded battery tube. The insulin pump also had a cracked case (battery tube) and minor scratches on lcd window.